Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no other incident reported from this lot. Per the physician¿s opinion, and based on the information reviewed, the slda was caused by high blood pressure peaks. The reported device damaged by another device appears was due to procedural conditions/user technique when attempting to stabilize the slda clip. A cause for the reported poor imaging resolution could not be determined. The reported mr and tissue damage were likely outcomes of slda. A cause for the reported hypertension could not be determined. The reported additional therapy/ non-surgical treatment and hospitalization were results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report slda, mitral regurgitation, tissue damage, device damage and intervention. It was reported that this was a procedure to treat mitral regurgitation (mr) with a grade of 4. It was noted visualization was not clear in the imaging. On 03/16/2020, two clips (90907u194, 90408u177) were deployed, reducing mr to <1. On an unspecified date in (B)(6) 2020, the patient had an echocardiogram and the clip appeared stable. Then on (B)(6) 2020, the patient was to undergo a tricuspid procedure. However, during preparation in the operating room, an increase in mr was observed. It was suspected that either the first clip (90907u194) became detached from the posterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment /slda) or a leaflet rupture occurred due to high blood pressure peaks. Imaging was not clear, and therefore the slda and leaflet rupture could not be confirmed. Therefore, a decision was made to abort the tricuspid procedure and implant another mitraclip to stabilize the possible slda and reduce mr. The physician stated that there was possible contact between the first clip and second clip (90408u177) during the initial procedure. The second clip remains stable on both leaflets. Two additional clips were implanted, reducing mr to 1-2. No additional information was provided.